Event description:
It was reported that pump displayed malfunction code related to brief power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.